Event description:
Information received indicates the trendelenburg, reverse trendelenburg and hi/low functions are not working.

Manufacturer narrative:
The facility replaced the logic board to repair the bed.